Event description:
A caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer technical support guided the caller through a reset of their pump, which successfully allowed them to start a new sensor session.